Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. The patient experienced a sensor failure, after the sensor had been inserted in the abdomen. At an uncertain moment, the patient was at home and experienced nausea and was found passed out by her neighbor, who took the patient to the hospital. No cgm reading was reported, a finger prick was not done until it was taken at the hospital, and she was up to 239 mg/dl. There is no information on whether the patient received any treatment before she arrived at the hospital. At the time of the report, one day after the event date, the patient was still in the hospital and the reporter stated ¿her bs went up well over 500 mg/dl, she could not get them to come back down. But they have her stabilized in the hospital. She will be in the hospital for a day or two¿. At the time of the report, the reporter stated, ¿patient is nauseous, anxious and feeling weak¿. There is no information on the treatment received in the hospital. During the admission in the hospital, at an unknown point the patient experienced a sensor failure during warm up, no other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.